Event description:
It was reported that approx. 65 months after the implantation the pacing impedance was over 3000 ohms. A revision took place.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The analysis found multiple signs of abrasion along the lead body. Especially between 8 and 13 cm distal of the df4 connector pin, the outer insulation was found to be squashed and frayed down to the rope leading to the shock electrode. This damage is with high probability the cause of the observed ineffective shock delivery. The position and kind of the fraying are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous frictions against it. In addition, a deformed proximal and distal shock coil was found during the analysis. These damages are probably a result of the extraction procedure. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.